Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned smart coil revealed that a device capable of being advanced through its introducer sheath. During functional testing, the returned smart coil was re-sheathed and was able to be advanced through its introducer sheath and the returned non-penumbra microcatheter without issue. Further evaluation revealed offset coil winds. This damage was likely incidental to the reported complaint. The smart coil was returned with the introducer sheath completely off its pusher assembly and, therefore, the reported complaint could not be confirmed. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00671 h3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00671.

Event description:
The patient was undergoing a coil embolization procedure in the occipital artery using penumbra smart coils (smart coils). During the procedure, the physician successfully implanted five smart coils using a non-penumbra microcatheter. While advancing the sixth smart coil the physician experienced resistance and reported that the coil would not advance past its initial position within its introducer sheath. The smart coil was therefore set aside and was not used in the procedure. The physician then began advancing a new smart coil towards the target location, and experienced resistance while advancing through the middle of the microcatheter. It was reported that the smart coil would not advance any further than approximately 15 cm from the distal tip of the microcatheter. This smart coil was also removed and was not used in the procedure. The procedure was then ended. There was no report of an adverse effect to the patient.